Manufacturer narrative:
The device was returned to zoll medical united kingdom; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling, defib functional stress testing, and pacer functional stress testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device displayed "defib disabled" and "pacer disabled" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.